Event description:
Patient presented fever and increased pain 5 weeks after l4-5 tlif and plf placing catalyst in lateral gutter on one side and competitive bone graft product on other side. Patient presented chills, general achiness and increase of back pain but did not report this as severe. No incision concerns, no drainage. Elevated crp was observed and imaging suggested there was some fluid in wound, although volumes considered normal for the procedure. Based on the elevated crp patient was treated with irrigation and debridement out of abundance of caution. No further complications have been reported as of writing of this report.